Manufacturer narrative:
Date of event was reported as follows: return of symptoms = 2018 ("towards the end of (B)(6)/beginning of (B)(6)"); por seen on programmer = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; crts (B)(4) (con): neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had frequent urination and a sense of urgency ¿real bad¿. They felt like they were going to have a bladder infection because they were having bladder spasms. As a result, they increased their water intake, drank cranberry juice, and took over the counter pyridium. They finished the regiment and ¿still wasn¿t the same¿. The patient stated the felt ¿achy¿ where the implant was and around the incision for the lead. They further stated that they symptoms had gradually gotten worse to the point where they were incontinent and was wearing pads. The patient went to turn up the stimulation (after replacing the batteries) and when they synchronized to the ins they saw a power-on-reset (por) screen. It was noted that the patient no longer had a managing physician. There were no further complications reported or anticipated.